Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose reach 580 mg/dl. Customer was able to reduce their blood glucose to 520 mg/dl. The customer stated they had treated their high blood glucose. It was also found the customer was having issues with their act button. The customer's insulin pump will be replaced for the keypad anomaly. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.